Manufacturer narrative:
Pump received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, cracked select button keypad overlay, stained serial number label, broken reservoir tube lip, overlay scratched, and minor scratched lcd window. Unable to perform the displacement test or lock reservoir into place due to missing retainer.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer also had blood glucose level of 300 mg/dl at the time of the incident. The customer's current blood glucose was 154 mg/dl. The customer stated that crack on reservoir area. The customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.